Event description:
Additional information received from the company representative indicated that during surgery there was an obvious tight kink in the pump segment of the catheter so the healthcare provider cut it on the intrathecal side of the collet and replaced the pump segment. They discarded the old piece of catheter. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2014. Explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (25mg/ml a t 4.732mg/day) via an implantable pump for spinal pain. It was reported that the patient reported increased pain after their pump replacement in august. The patient's last refill had an expected volume of 4 ml but the actual volume was 14 ml. There were no external factors that led/contributed to the issue. Diagnostics/troubleshooting performed included attempting to aspirate the catheter, but the healthcare provider was unable to. Actions/interventions taken included planning for surgery (not scheduled yet). The issue was not resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780 ,serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 12-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.